Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power loss alarm frequently. Customer did not recall blood glucose at the time of incident. Troubleshoot was not completed. Customer said the internal power source was unable to charge. Customer tried 3 different kind of batteries. Customer did not mention if the insulin pump was exposed to a temperature below 41 fahrenheit. Customer also reported low battery alert and motor communication error. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms or motor pic communication error alarm noted during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.